Event description:
On the morning of (B)(6) 2011 a radiation therapy technician was performing routine quality assurance procedures on the linear accelerator. The technician reports that during the testing, the linear accelerator "moded up," as if preparing to initiate radiation delivery. Field service was called to inspect the equipment. No pt injuries occurred.